Event description:
It was reported that during a pph procedure, the surgeon went to engage the staples and not all of the staples came out. Only one half came out and the donut did not cut. The surgeon attempted the firing sequence again. Finally, they held up the tissue, took a bovie and cut around the side with the staples. The other side without the staples was cut with scissors and sutured. No impact to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.